Event description:
During hemiarthroplasty of femur, the tip of the inserter became wedged in the distal femur. Approx 10mm of the tip of the instrument broke off, removed the distal portion of the t-handle and cemented the tip into the femur. Surgery was extended apprx 45 minutes.